Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported issue was confirmed as the device would not turn on and subsequently could also not be charged. Further inspection revealed the unit had a damaged power connection within the main pc board (printed circuit board) preventing the device from charging. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Following the complaint assessment, the device was repaired and confirmed to be working as expected.

Event description:
It was reported that the device wasn't charging during nptw so the device can't be switched on. Customer tried charging the device all night but the problem wasn't solved. No affectation to the patient reported.